Event description:
It was reported that during a pci procedure, the rotawire extra support guide wire fractured during platforming of a 1.25 burr outside of the pt. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.